Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2015.

Event description:
The patient reported that the lead "didn't hold." The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.